Event description:
It was reported that during a routine inspection, the power cord module of the cardiosave intra-aortic balloon pump (iabp) required replacement. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b4, b5, e1(initial reporter & email), g4, g7, h2, h4, h6, h10, h11. Corrected fields: d1, d11, g3. A getinge service representative reported that the getinge authorized dealer's field service engineer (fse) had performed functional and safety checks to meet factory specifications which all passed. The iabp was then released to the customer and cleared for clinical service. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized dealer field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the power cord module of the cart. After replacement, the fse confirmed function test was normal, the cart could be overcharged normally, as well as that the charging function of the host was normal. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the power cord module of the cardiosave intra-aortic balloon pump (iabp) required replacement. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.